Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (17.5 mg/ml at 10 mg/day) via an implanted pump. The patient¿s medical history was noted as ¿no issues shared; patient is healthy¿. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2019 during pre-op for their pump replacement procedure, the patient said flex dosing didn¿t work. No specific patient symptoms were reported. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated and there were no alarms. No additional actions/interventions were taken to resolve the issue. It was noted that the issue was resolved at the time of this report and that the hcp had no additional information to provide regarding the event. The patient status was reported at ¿alive ¿ no injury¿. No further complications were reported/anticipated.